Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, displacement accuracy test and excessive no delivery test due to prime anomaly. Device received with cracked case at display window, display window and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stops basal and bolus delivery. Customer also indicated that the reservoir is difficult to remove from the compartment. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump does not alarm to alert customer that the delivery is stopped. Customer was advised to monitor the pump and to call back if a set change does not resolve the issue. No further details provided.